Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and changed parameters of settings. The ventilator has passed all the testing. The fse reported that the ventilator working properly. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator alarm was not displayed. The ventilator was not in use on a patient at the time of the reported event.